Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were eight non-sustained (nst) episodes with v-v intervals less than 220 ms from (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor was triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic)s and nsts. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 511 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 2876 ventricular sics noted since the last session. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and no capture due to a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.